Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The field service engineer (fse) spoke to the customer on the phone and learned that the instrument had been idle for a while. The fse instructed the customer to use a syringe to push the diluent through while priming. The diluent pump ran and finally started to move fluid. The probable cause of the reported event was diluent left in the system for an excessively long period.

Event description:
On (B)(6) 2015, a customer reported the diluent would not prime with their aia-600ii analyzer. The customer ran a calibration and received ds diluent short errors. The customer made a new diluent and attempted to prime but indicated that no diluent coming into analyzer. Technical support advised the customer to pull the tubing from the diluent bottle and hold it outside bottle. The error persisted. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for pth kidney marker. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.